Event description:
It was reported the patient called the pacemaker unit with presyncope symptoms and bradycardia (40 bpm). The patient was hospitalized with isoprenalin infusion. No telemetry could be established with the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the patient called the pacemaker unit with presyncopal symptoms and bradycardia (40 bpm). The patient was hospitalized with isoprenaline infusion. No telemetry could be established with the device. It was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "good" following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Other: implantable pulse generator. It was reported the patient called the pacemaker unit with presyncope symptoms and bradycardia (40 bpm). The patient was hospitalized with isoprenalin infusion. No telemetry could be established with the device. The device was explanted and replaced. No patient complications have been reported as a result of this event. No conclusion can be drawn. Interrogate, difficult to, low battery.